Manufacturer narrative:
Please retract this MDR 2017865-2012-03438. Based on review of fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.

Event description:
During device change, fluoroscopy revealed externalized conductors. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.